Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for no image and noisy image is traced to component failure. The most probable cause for foreign objects and dirt could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope experienced a no image failure, a noisy image, had dirt on the objective lens, and the nozzle had foreign objects present. There was no patient involvement.